Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was over 600 mg/dl. The customer did not provide further information at the time of the report. Although multiple requests were made to obtain additional information, the customer did not reply.